Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the blackout occurred due to a random unexpected component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 complete adress 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blacked-out image. The issue was identified during a unspecified diagnostic procedure and was completed with the same device. There were no reports of patient harm.